Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted to address the issue.

Manufacturer narrative:
No diagnostics are required, the patient wanted it explanted.

Event description:
Additional information was received confirming an abbott representative met with the patient and was unable to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Surgical intervention may be taken to address the issue.